Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor smooth round moderate plus profile 350cc saline prosthesis, serial number: (B)(4), catalog number: 3502350. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with mentor smooth round moderate plus profile 350cc saline prostheses. Deflation of both the left and right breast prostheses was diagnosed post procedure via physical examination. In addition, capsular contracture baker grade IV of the left breast prosthesis and rippling of the right breast prosthesis was indicated. At the time of this report, mentor has received no information regarding explant date. This report is for the right prosthesis.

Manufacturer narrative:
The device history record (DHR) was reviewed on 4/11/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).